Event description:
It was reported that the pump shut off unexpectedly multiple times. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.